Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump battery was depleting quickly. No additional information was provided and the customer declined troubleshooting with tandem technical support. The customer¿s blood glucose was 352 mg/dl.